Event description:
It was reported that a request was received from a healthcare provider¿s office regarding retraining and restarting use of the device after the patient had previously discontinued therapy. The patient had experienced a hospitalization related to a flu-like illness, during which diabetes management was required; however, it was reported that the hospitalization was not related to device use. During that hospitalization, the patient experienced vomiting and required emergency medical services and inpatient care for approximately one week, with no known long-term health effects reported. The patient later resumed use of the device for a period but subsequently discontinued use for several months and expressed interest in restarting therapy with additional training. It was also reported that the patient had experienced severe hypoglycemic events prior to discontinuing device use, though details were limited due to the time elapsed. In one reported low blood glucose event occurring before discontinuation, the patient experienced a rapid drop in blood glucose while at school. The patient self-treated with glucose tablets and then received juice from the school nurse as an additional precaution. Emergency medical services were not required for this event. Further follow-up attempts to obtain additional details regarding other low blood glucose events were unsuccessful or yielded limited recollection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.